Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The product distributor notified the manufacturer of an issue encountered with the q2 swabable needleless connector during use at a hospital. The report stated that the alleged event occurred with a new user at a facility undergoing an evaluation of the device for use in hemodialysis. The complainant reported blood reflux where the device (an adapter) is connected to the hemodialysis catheter. The device was not returned to the distributor nor the manufacturer for evaluation. The device was used in an off-label indication for hemodialysis. No further information was available.